Event description:
The reporter stated that the stopcock cracked and leaked during tube feeding. The reporter indicated that this had occurred on two other occasions but did not provide specific details. There were no pt injuries or treatments associated with these events.